Manufacturer narrative:
Service found rinse levels and gear head pressure were low and adjusted them. Service observed tissue on the top of the cuvettes and white powder on the rinse station. The reaction cells were replaced, reaction parts were washed and cell blank measurement and photo check were performed. Precision test results were acceptable. The service maintenance actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patient samples tested for creatinine on a cobas 8000 c 702 module. The initial creatinine results had been reported outside of the laboratory. The creatinine results were not consistent with the patients¿ "normal" levels. The customer replaced the reagent probes and repeated patient samples. The following are examples of discrepant results for 4 patient samples: for sample ID: (B)(6); the initial result was 121 umol/l. The repeat result was 84 umol/l. For sample ID: (B)(6); the initial result was 95 umol/l. The repeat result was 76 umol/l. For sample ID: (B)(6); the initial result was 81 umol/l. The repeat result was 58 umol/l. For sample ID: (B)(6); the initial result was 98 umol/l. The repeat result was 71 umol/l. Upon completion of repeat testing, the patient results were amended. The creatinine reagent lot number and expiration date were not provided.